Event description:
The customer reported that their AED was giving a AED error or warning; battery replace now warning. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported that their AED was giving a AED error or warning; battery replace now warning when inserting a new battery; the asi is flashing red. The pads expired 01/2022. The customer was advisd to replace the battery. The battery will not be returned to the manufacturer for additional analusis. The maintenance schedule is reported as weekly. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended, or failed to meet product specifications at the time the product was shipped to the customer. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.